Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient came to the emergency room after hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted the device had declared elective replacement indicator (eri). The patient was hospitalized and a device replacement procedure for suspected premature battery depletion occurred a couple days later. This device was explanted. A new device was successfully implanted and no additional adverse patient effects were reported.